Manufacturer narrative:
The customer¿s report of error code 800.8000 occurring on the pcu was confirmed and replicated. Analysis of the pcu error log shows that error code 800.8000 occurred at 3:12 pm on (B)(6) 2017 and had previously occurred on (B)(6) 2017. Analysis of the pcu event log shows that channel b was programmed for an infusion. A second before the infusion was started on channel b, the module exhibited a flo stop open alarm. A test infusion simulating key press activity noted in the logs produced the reported error event after the infusion completed and changed to a kvo state. The pcu alarmed and displayed a system error 255.16.275 on the pcu screen, subsequently recording an 800.8000 error in the logs. The root cause is a software issue. When a system error occurs, all active modules will continue to infuse but in an alarm state.

Event description:
The customer reported that a system error code 800.8000 occurred when the pcu was in use on a patient. There was no report of patient harm. It was reported that this problem has happened before however there were no specific event details provided.